Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they have been having issues with high recovery for ise urine controls on the cobas 8000 c (701) module. The issue persisted through (B)(6) 2020 and the customer ran precision studies. Maintenance was performed on the analyzer and after this, electrode checks failed. The customer changed system reagents and re-primed. The serum controls passed, but they continued to have issues with urine controls. The reporter then stated they received discrepant results for four patient samples tested with ise indirect na for gen.2 on the c 701 analyzer on (B)(6) 2020. The second sample also had discrepant results for ise indirect cl for gen.2. No incorrect sodium results were reported outside of the laboratory for the first and second sample. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for samples 3 and 4 or the cl test for sample 2. The first sample initially resulted with an na value of 155 mmol/l. The sample was repeated on a second analyzer, resulting with an na value of 140 mmol/l. The sample was also repeated on the original analyzer, resulting with an na value of 140 mmol/l. The second sample, from a (B)(6) male patient born on (B)(6), initially resulted with an na value of 159 mmol/l. The sample was repeated on the same analyzer, resulting with an na value of 141 mmol/l. The sample was repeated on a second analyzer, resulting with an na value of 140 mmol/l. The sample initially resulted with a cl value of 114 mmol/l. When repeated on the same analyzer, the cl value was 103 mmol/l. The third sample, from a (B)(6) female patient born on (B)(6), initially resulted with an na value of 148 mmol/l. The sample was repeated twice on a second analyzer, resulting with na values of 138 mmol/l and 139 mmol/l. The fourth sample, from a (B)(6) male patient born on (B)(6), initially resulted with an na value of 151 mmol/l. When repeated on a second analyzer, the na value was 136 mmol/l. The na electrode lot number is v79 and the cl electrode lot number is p10. The electrode expiration dates were requested, but not provided.